Event description:
This rv lead was implanted on (B)(6) 2008 and capped on (B)(6) 2012 due to a fracture with pacing lead impedances over 2000 ohms. The procedure took place at (B)(6) medical center with dr. (B)(6). This was reported to boston scientific inc. On 11/7/12. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).